Event description:
A power source alert 07 was reported by the customer. There was no reported impact on the customer¿s blood glucose level as the customer declined to answer. The issue was resolved when the customer plugged the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.